Event description:
It was reported that during service evaluation the renasys go device was found unable to operate on ac or battery power and could not recharge the battery due to a defective battery. Additionally the device was found unable to generate alarms under the expected conditions due to a defective mainboard. No patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found the device cannot generate alarms under the expected alarm conditions, establishing a relationship between the device and the reported event. The root cause was identified as a defective mainboard. Additionally, the device failed to charge; could not operate on ac or battery power and cannot re-charge the battery due to a depleted battery. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.